Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) pump implanted before to treat incontinence but the pump was not properly placed. The pump had migrated to the perineum making the patient unable to access it. A surgical procedure was performed in which the existing component was removed and a new pump was implanted. The patient fully recovered following the procedure.